Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On tuesday, (B)(6) 2021, the doctor was using the shell inserter handle to insert the sector ll shell, and once again, the end of the handle broke off creating two pieces. There was a five minute surgical delay.